Event description:
It was reported that during the implant procedure, the lead perforated the right chamber of the heart. The operation was stopped and the pericardium was drained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and found to be within specification.